Event description:
It was reported that the patient experienced second and third-degree grounding pad burns during an rfa procedure on (B)(6) 2023. Silvadene was applied to the areas with a dressing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.